Event description:
On july 16, 1994, a 38 year old female patient who had a urethral catheter placed at another institution, was transferred to this hospital. Attempts were made to deflate the balloon in the foley catheter without success. A urologist had to enter transvaginally to rupture the balloon to allow removal of the entire catheter.